Event description:
Additional info received from MFR on 23 dec,1998: this device was explanted as a result of a product recall(FDA recall number z258/265-9). This recall concerned 30 implanted devices with potential damage to an internal component, which could have caused a device to cease functioning without warning. There were no allegations concerning device function while this device was implanted. The device was explanted as a result of this recall, and operated normally throughout all returned product testing.